Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the customer reported the device was getting too hot during use. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: aquamantys 9.5xl - bipolar sealer. Product number: 23-313-1. Lot number: 21329101. Expiration date: 17-oct-2018. Quantity returned: 2. Testing performed: device packaging inspection: two returned aquamantys 9.5xl devices were received inside a cardboard box each within two sealed autoclave bags with no packaging to fill the negative space. The devices were labelled as device # 1 and device # 2 for traceability. Plastic tray, display box and tyvek lid returned; the device information was confirmed against the information listed within gch from the display box and tyvek lid. Customs invoice included. Device visual inspection: device # 1:device is used with dried blood on body, shaft and electrodes. Saline tubing is knotted, figure # 1. Saline deposits and tissue and coagulum build-up on and around the electrodes, figure # 3 and figure # 4. Saline present in the saline tubing line and drip chamber. There are no visual signs that relate to the reported complaint description. All components appear in place, intact with no damage. Device # 2: device is used with dried blood on body, cord, shaft and electrodes. Drip chamber spike has been cut off; all other components appear in place and intact, figure # 2. Saline deposits and tissue and coagulum build-up on and around the electrodes, figure # 5 and figure # 6. Saline present in the saline tubing line and drip chamber. There are no visual signs that relate to the reported complaint description. Functional inspection: device # 1: the blue activation button has a definitive tactile feel. The device will be tested for functionality via electrical continuity and saline flow rate. Electrical continuity must be <(><<)>(><(><<)><(><<)>)> 5 ¿ (ohms) resistance per circuit for each probe, individual electrode tip, and the button circuit to the appropriate plug ends which met the product specification requirements, producing acceptable results, table # 1. The aquamantys 9.5xl device and the complaint lab aquamantys pump generator was set-up for use. Normal uniform saline flow was observed from both electrodes as indicted by steam or smoking around the electrodes, popping noises, and bubbles occurring around the electrodes which denotes the saline is boiling as it couples with the active electrode. The generator was set to medium flow at 170w to test the saline flow rate; the device was activated to allow collection of saline into two graduated cylinders. A total flowrate of 16.3 - 27.2 cc/min with normal uniform saline flow from both electrodes is required which produced acceptable results and met the product specification requirements, table # 2. Calculated the percentage of the total fluid which is represented by that of each cylinder with a 60 % / 40 % maximum split is required which produced acceptable results and met the product specification requirements, table # 3. Device # 2: the blue activation button has a definitive tactile feel. The device will be tested for functionality via electrical continuity. Electrical continuity must be <(><<)>(><(><<)><(><<)>)> 5 ¿ (ohms) resistance per circuit for each probe, individual electrode tip, and the button circuit to the appropriate plug ends which met the product specification requirements, producing acceptable results, table # 4. ¿ the drip chamber spike has been cut off from the device which renders the device inoperable and impedes further functional inspection for saline flow rate testing. Lhr review: a review of the lhr for lot # 21329101 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained within gch was not duplicated in the laboratory environment. Device # 1 functions as intended with no failures; additionally there was no indication of the device getting hot during functional inspection. However, device # 2 could not be adequately tested for functionality because the spike was cut off from the drip chamber. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations 31-10-1352 rev. P - product specification and quality plan ¿ aquamantys 9.5 xl 70-10-1417 rev. D - aquamantys 9.5 xl bipolar sealer ¿ IFU 70-10-1358 rev. E - aquamantys pump generator - user guide 61-10-0199 rev. J - device saline flow and leak testing procedure 61-10-0007 rev. N ¿ device resistance testing 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # eqp - name - manufacturer 7273 lap top timer - control company 681 digital multimeter ¿ extech 6507 aquamantys1 - generator 7295 10ml ¿ graduated cylinder - fisherbrand 7296 10ml ¿ graduated cylinder - fisherbrand. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a liver procedure the surgeon reported the aquamantys devices were getting too hot during use. There was no unintended tissue damage or injury to the patient. The product analysis of device #1 functioned as intended and device #2 could not be adequately tested for functionality because the drip chamber spike had been cut off prior to its return.